Event description:
The dealer stated that the chair is going in circles. The customer service representative called and talked to ken in tech. Services, he thought it sounds like they broke the inductive.